Event description:
(B)(4). Another trip to ER, after another surgery in (B)(6), left fallopian tube removed and a lot of scar tissue. Several adhesion in fallopian tube, most likely to doctor cutting out that one, right coil lodged in uterus, partial hysterectomy done in 2014, which has led to pure hell since, especially since doctor knew nothing about essure. I'm up now crawling around on floor in excruciating pain in abdomen, pelvis, and back. Throwing up and horrible headache. Daily pain!!! Notice the left side of uterus and protruding coil. How does doctor not see this.